Manufacturer narrative:
The events were not reported to btg by the treating physician at the time of the event in 2016. The events were reported through a retrospective clinical trial. Cholecystitis is listed as a known adverse event possibly associated with therasphere treatment. The cause of the event could not be determined. No device malfunction was reported. The lot number associated with the therasphere administration was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
Subject (B)(6) is an (B)(6) year old male patient enrolled in the btg clinical study target ((B)(6), target: (B)(6).) A retrospective review of this patient's chart identified a serious adverse event following the administration of therasphere. This patient was administered 2.59 gbq of therasphere on (B)(6) 2016. On (B)(6) 2016, the subject was diagnosed with acute cholecystitis (grade 3/severe). The subject was hospitalized and underwent a cholecystectomy. The pi assessed the event as serious and possibly related to the therasphere. The patient recovered and the event was reported as resolved on (B)(6) 2016. This event was not reported to btg by the treating physician at the time of the event in 2016.

Manufacturer narrative:
This is a follow up report to correct the subject number and age in the event description. No other changes made. Refer to initial report for conclusion. Subject (B)(6) is a (B)(6) year old male patient.

Event description:
This is a follow up report to correct the subject number and age in the event description. No other changes made. Subject (B)(6) is a (B)(6) year old male patient